Event description:
Six months post op, x-rays showed that a set screw had backed out. The pt is asymptomatic and there are no plans to explant at this time.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Unable to determine the cause of the event.